Manufacturer narrative:
UDI # (B)(4). The device was not returned for evaluation therefore the failure analysis to identify root cause to the end user's experience could not be determined. The device history record showed no abnormalities related to the reported failure. The reported complaint was not confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An integra account executive reported on behalf of the customer that an incident occurred on (B)(6) 2020 with the a1059 mayfield modified skull clamp injuring the patient's head. A medical intervention or revision was done but not specified. There was no known delay in surgery. Additional information received on 11aug2020 indicated that the patient underwent a posterior decompression or fusion c3-c6. The patient's head was in the skull clamp, the knob switched to the unlocked position which made his head slip. The injury was described as a scratch and a hole on the right side of his head where the actual pin slid down. The patient was fine after the procedure.